Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had an error alarm indicating that the device failed the self test. Blood glucose level at the time of the incident was not provided. Customer had a recent blood glucose level of 350 mg/dl. Caller also reported that the device had recently been dropped. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.